Event description:
It was reported to boston scientific corporation in 2008 that an extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography, ercp on a patient (age, gender and weight are unknown). According to the complainant, before the extractor rx balloon was inserted into the scope, the physician asked the nurse to test inflate the balloon and it failed to inflate. The procedure was completed with a second extractor rx retrieval balloon device. There were no reported complications associated with this event.

Manufacturer narrative:
No consequences or impact. Inflation difficulties . An examination of the returned device revealed that the balloon was torn close to the proximal bond. An approximate outside diameter measurement was performed and determined to be with in the manufacturers specification. The direction for use dfu states the extractor rx retrieval balloon should be examined prior to clinical use by inflating the balloon using the syringe enclosed. Based on the analysis of the device, the inflation difficulty may have been caused by the balloon coming in contact with a sharp exterior source during preparation. The most probable root cause is inadvertent handling damage of the device.